Event description:
Boston scientific crm received information that the device was pacing at the maximum sensor rate (msr) of 130 ppm with the minute ventilation feature programmed off and the accelerometer feature programmed on. The accelerometer was turned off and the pacing rate decreased to 60 ppm, when the accelerometer was turned back on the rate increased back to the msr. The device was programmed to vvi, thus turning off the accelerometer feature. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.